Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported medical treatment and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient received medical treatment via ems (emergency medical services) for hypoglycemia. The patient's blood glucose levels declined to 40 mg/dl while wearing the pod. Patient reported her husband called ems due to her losing consciousness. The patient was treated with IV (intravenous) glucose at home by the paramedics. The patient reported 2 other hypoglycemic events (reported in separate cases) requiring ems assistance. After the 3rd hypoglycemia event, the patient contacted her hcp (health care provider) about the hypoglycemic events and was prescribed a glucagon kit and baqsimi nasal spray. The patient reported she had recently received a new controller, and it was found to have been set to deliver 308 units per day. Patient reported after contacting her hcp the pump insulin settings have been decreased.